Event description:
During an MRI scan a mridium 3860 was being used to provide an infusion to a patient, and the 3860 pump was associated through its wireless 2.4 ghz radio-link a 3865 remote display remote display in the MRI control room. During the case the pump lost its radio link with the remote display, and there was no link for more than 25 minutes. When the pump resumed the radio-link, the pump's rate was changed by a user from 44 ml/hr to 150 ml/hr. This infusion continued for approx 15 minutes when the infusion was stopped then reprogrammed to continue at 44 ml/hr until the end of the case. An inquiry from the hospital requested assistance in reviewing the pump's history event log to determine if it was possible if another nearby 3865 remote display could have been associated with this pump. There was no report of any patient adverse effects or injury resulting from this event.

Manufacturer narrative:
Investigation conclusions: iradimed corp's examination of the pump's history/event log identified a user entry that could have been the result from pump mis-programming from another nearby 3865 remote display set on the same radio-linked channel. From the info available, the possible causes(s) of this report include: the user's failure to operate multiple infusion pumps on the same radio-link channel, which is contraindicated in the product's instructions. The user's failure to properly verify the communication between the pump and remote display after association between the pump and remote display.